Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 5.8, 10.4, 3.1 and 5.8 mmol/l. The customer¿s expected fasting blood glucose test result range is 5.5 to 9 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The customer did not have any test strips available and was unable to provide the lot number of the strips he had been using. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: result 1: 5.8 mmol/l date: (B)(6) 2022 time: 7:26 fasting, result 2: 10.4 mmol/l date: (B)(6) 2022 time: 7:22 fasting, result 3: 3.1 mmol/l date: (B)(6) 2022 time: 7:20 fasting, result 4: 5.8 mmol/l date: (B)(6) 2022 time: 7:18 fasting, result 5: 3.1 mmol/l date: (B)(6) 2022 time: 7:00 fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 2: this complaint event took place outside of the united states (B)(6).

Manufacturer narrative:
Sections with additional information as of 27-sep-2022: h6: updated FDA¿s conclusions code. H10: test strip lot number was not provided, therefore retention testing is not able to be performed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: this complaint event took place outside of the united states (australia).